Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise. No intervention was reported. The patient experienced no adverse consequences.